Event description:
It was reported the epg (external pulse generator) was returned for a periodic inspection. It was also reported the epg was connected to the patient for backup pacing. When a staff of the hospital looked, the epg had stopped. The battery was replaced, and the epg was turned on, but it did not restart. The patient did not have any health hazards, because the patient had own heartbeat. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. It is noted the voltage of the battery returned with the device was 7 volts.